Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) has a problem with the valve helium, very high helium consumption. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.

Manufacturer narrative:
Updated fields: b4, d9, e1 (event site postal code - 41-800, event site email), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h10, h11. Corrected fields: e2, e3. A getinge field service engineer (fse) evaluated the unit and done pump diagnostics for helium pressure loss. Gaskets seals replaced as a preventive measure, trolley o-ring ,gasket for the helium cylinder connector. Leakage tests were carried out, which revealed a leak in the pump carriage counter pulsation. It is recommended to replace the pressure reducer together with the pressure transducer and the transducer o-ring. The pump is faulty - require further diagnostics. No further information available. If any pertinent information is received in the future, a supplemental report will be submitted. H3 other text : unknown.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) has a problem with the valve helium, very high helium consumption. There was no patient harm reported.